Manufacturer narrative:
Concomitant medical product(s): d224trk ICD: implanted: (B)(6) 2008, product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The initial reported event of lead fracture and inappropriate therapies was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attorney alleges the patient suffered physical and other injury, sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages. It was further alleged the patient suffered physical injuries and various physical manifestations of emotional distress. Defective lead and lead failure also alleged. It was reported the lead fractured and the patient received inappropriate shocks. No further patient complications were reported as a result of this event.